Manufacturer narrative:
Root cause: unknown.

Event description:
Broken compression tool. The event happened while the surgeon was trying to compress the screw. The surgeon pushed the remainder of the screw down with a screw driver.